Manufacturer narrative:
(B)(4). Batch # n53f6x. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the lot/batch # provided (n90626) is not associated with the pse60a. What is the lot/batch number for the pse60a? It was reported that while trying to fire the device it did not work. Did the device not fire (no staples deployed and no cut line started)? If no, please explain how the device did not work. No staples were deployed and no cut line was started. The surgeon claims that the device did not fire at all (it was not noted if there was no power or that the reload jammed). It was reported that the device could not be opened. What steps were taken to open the device? The red reverse button was used, without success. The manual override was opened, but probably not used correctly, because the stapler did not open. Did the device eventually open? No. If the device did not eventually open how was it removed from the tissue? A new pse60a was placed below the stapler; the device was removed by cutting it loose. The analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60g cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button and the manual override worked properly and the device closed and opened as intended during testing.

Event description:
It was reported that during a colon resection procedure, the device was placed on the tissue (first firing attempt). While trying to fire the device, it did not work and could not be opened. A new device was placed under the stapler and this device worked good. There were no adverse consequences for the patient reported.